Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's ipg would be replaced. The patient stated that the ipg was uncomfortable. On (B)(6) 2010, the doctor implanted the patient with a smaller ipg. The patient is currently satisfied with the device.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were noted. The ipg was visually inspected and discoloration was observed in both septums. Instrumentation marks and scratches were observed on the antenna cover and the setscrew bottom was out of the block connector and under the septum. The ipg was functionally tested and successfully communicated with a standard patient programmer. The ipg also passed the auto test. The ipg's outside dimensions were measured and found to be in accordance with the those published in the eon manual. Conclusion: the cause of the reported complaint could not be confirmed. The physical dimensions appear to be within published ranges. The ipg was tested on the auto-tester and passed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.